Manufacturer narrative:
Correction other serious& and & required intervention to prevent permanent impairment/damage&#34; should not have been checked as there was only a slight increase in seizures and it appears that the physician attributed the increase to be due to low battery.

Event description:
Patient seizures were reported to have varied from 1-5 seizures per month to now 4-5 seizures per month lately. Patient has had a slight increase in seizures. Per the physician, in the past an increase in seizures has been associated to low battery, even though eos has not been reached. It was noted that patient settings were adjusted due to the recent increase in seizures. Patient had a generator replacement occur. The explanted generator has not been received to date. No additional relevant information has been received to date.